Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion and went to elective replacement indicator (eri) early than expected. The implantable pulse generator (ipg) is planned to be explanted and replaced. The physician also complained that due to the device being in eri mode, it was not possible to measure the right atrial (ra) lead. No patient complications have been reported as a result of this event.